Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample or photo was returned for investigation. The complaint will be reopened if the sample is returned for investigation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. As there was no sample returned for the investigation, review of the past 12 months qn was performed. There was no related qn reported. Therefore, root cause cannot be determined.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with splits in the cannula upon removal of the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ IV catheter there was an issue with splits in the cannula upon removal of the cannula.